Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got piston did not rewind. The customer's blood glucose was 220mg/dl at the time of incident. Troubleshooting was done. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with rewind anomaly. Insulin pump seats immediately upon priming due to corrosion found on the motor home switch/force sensor assembly. Unable to perform rewind test, seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to corroded motor assembly.